Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although edwards was unable to perform device analysis, the records received for this explant confirm the clinical observations of the valve. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included coronary artery disease, hypertension and hyperlipidemia. The IFU for this device was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Stenosis and calcification were listed as complications for this device. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 23mm bioprosthetic valve was disabled after an implant duration of thirteen years and two months due to severe stenosis and calcification. A second device, a sapien 3 23mm valve was implanted in the aortic position using the valve in valve procedure. The procedure was completed without complication and tee showed a trivial pvl. The patient was discharged on pod #2 in stable condition. History: chronic af, CABG, cad, htn, hdl, chf.